Event description:
The customer reported 6 discrepant patient results while running the alinity m cmv plasma assay. On (B)(6) 2022, the customer tested the 6 samples on their abbott realtime m2000sp with cmv calibrators using the cmv-ebv plasma protocol. The customer performed the cmv assay calibration as they were using a different m2000sp than the one which they had previously performed the cmv calibration. During the sample extraction, 1 of the cmv calibrators failed, however, the software reported results for the patient samples as there was a stored calibration curve on their m2000rt for the same cmv amplification kit that was used. Due to assay calibration failure, the customer decided to re-run the urgent samples on their alinity m cmv assay on their alinity m instrument. The results of the 6 samples quantitated lower on the alinity m cmv assay than on realtime cmv assay. Sample ID, alinity m result, m2000sp result. (B)(6), not detected, 1.97 log iu/ml. (B)(6), not detected, 2.27 log iu/ml. (B)(6), not detected, 2.12 log iu/ml. (B)(6), 2.94 log iu/ml , 3.29 log iu/ml. (B)(6), 2.44 log iu/ml , 3.32 log iu/ml. (B)(6), not detected, 2.31 log iu/ml. (B)(6), not detected, 1.97 log iu/ml. The customer did not know which results to report. The technical application specialist (tas) advised the customer that the results from the alinity m or m2000 system assay must be interpreted within the context of all relevant clinical and laboratory findings. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m cmv assay, list number 9n46-90, which is the same/ similar to the alinity m cmv assay, list number (B)(4), which received FDA approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m cmv amplification reagent kit (list (B)(4)) is similar to the alinity m cmv amplification reagent kit (list (B)(4)) sold in the united states. Ticket does not reference a us list (B)(4) lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The review of the customer data identified the mean bias for this data set to be -0.28 log iu/ml which meets the acceptance criteria of ±0.5 log iu/ml, as stated in the design validation record. Two internal studies using contrived samples and fresh clinical (plasma) samples could not replicate the reported issue. The calculated mean bias for both studies reside within the acceptance criteria established during validation. There is no indication that the alinity m cmv amp kit (list 09n46-090) lot 380916 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m cmv amp kit (list 09n46-090) lot 380916 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m cmv amp kit (list 09n46-090) lot 380916 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported a misquantitation high result while using alinity m cmv amp kit (list 09n46-090) lot 380916. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m cmv amp kit (list 09n46-090) lot 380916 was not identified.